Event description:
As reported by the edwards specialist, during a transfemoral tavr case the patient¿s annulus was ruptured. Per report, everything leading up to deployment on the 26mm valve was uneventful. During valve deployment the physician noticed the valve jumped a little aortic so he pushed the valve ventricular. The valve ended up 60:40 aortic with trace paravalvular leak and a small central jet caused by the wire; when the wire was pulled the central leak improved. Immediately after this the patient's blood pressure started to drop and chest compressions were started. The physician performed an aortic root injection and he noticed the tear. It was then decided to place a drain in the pericardium but they couldn't keep up with the blood loss. Meanwhile the surgeon and the heart team were setting up to open the patient on the cath table. The patient was placed on cps and opened. The surgeon removed the sapien valve and found the tear by the left ventricular outflow tract [lvot]. The physician was able to repair the tear and insert a new surgical valve. The patient was weaned off cps and was taken to ICU. Per updated information received the patient has been extubated and is doing better. During the post case debrief, the physicians indicated this patient¿s lvot was heavily calcified and when they pushed the valve ventricular the sapien ¿stabbed into the calcium¿ and tore the lvot.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, a combination of patient factors [i.e. Heavily calcified lvot] and procedural factors [i.e. Manipulation of the valve during deployment] contributed to this event. There is no indication this event was result of dysfunction of the sapien valve or the retroflex 3 delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.